Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email, the customer was hospitalized for high blood glucose and diabetic ketoacidosis back on (B)(6) 2016. The customer's blood glucose level was over 400 mg/dl. Customer has also been recently experiencing issues with the insulin pump. The battery life on the insulin pump is diminishing customer declined troubleshooting for the insulin pump. The insulin pump is not returning for analysis.